Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a broken battery cap, scratched display window, cracked battery tube threads, broken belt clip slot and a missing end cap sticker. No drive support disk anomaly noted.

Event description:
The customer initially called about the drive support disk. Found that it was not damaged. The customer then stated that she was hospitalized five times due to high blood glucose levels. The customer only remembered two events. The most recent was on (B)(6) 2013 for blood glucose levels greater than 600 mg/dl. The customer stated she was in the hospital for a week. The previous event was on (B)(6) 2012 with a blood glucose of 1181 mg/dl and vomiting. The customer stated she was in the hospital for five days. The customer could not remember details about the other events, but stated that the paramedics were called to her home one day due to a blood glucose of 49 mg/dl. The customer was treated, and did not go to the hospital. In addition, the customer reported a broken battery cap. Sent a replacement. Nothing further was reported.